Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/28/2015. The fse found the baths filled with blue cleaner fluid. He performed troubleshooting and found a clogged waste tubing. He replaced the waste tubing and the instrument ran without any leaks and hgb error messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue fluid leak of 1 ml from the probe of a coulter act diff analyzer while running patient samples. The leak was not contained within the instrument and hemoglobin, hgb, error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.